Event description:
A malfunction alarm was reported with a code of malf 12, but no notable events were identified prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue returned.